Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain" and "looks deflated and has sagged".

Event description:
Patient reported "pain" and "one breast fills and looks deflated and has sagged". Affected side is unknown. The device remains implanted.